Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were too stiff and did not roll properly during the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. Refer to MFR report number: 2242352-2013-00383 for related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).